Manufacturer narrative:
Calibration signals were slightly below expectations. Qc was acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys free psa (free psa) on a cobas e 801 analytical unit. Patient 1 initial result was 1.01 ng/ml. The repeat result was 0.364 ng/ml. Patient 2 initial result was 1.88 ng/ml. The repeat result was 0.451 ng/ml. The repeat results were believed to be correct. No questionable results were reported outside of the laboratory.